Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the leadless pacemaker would not deploy. Several attempts were made to release the device however unsuccessful. It was noted that the tethers on the catheter were locked. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of separation failure could not be confirmed. Visual inspection showed that the inner helix, outer helix and tether hole were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.